Event description:
Five years ago, patient had surgery for laparoscopic isnertion of an adjustable gastric band. Just over five years later, she came to surgery with a diagnosis of eroded lap band for which dr performed a laparoscopic removal of the gastric band and repair of gastric fistula. The lap-band was an allergan 10.0cm adjustable gastric banding system, ref #(B)(4).